Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened dome. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer's mother reported via phone call that the customer experienced keypad issues on the insulin pump. The customer's mother stated the act button was not responding. The customer's blood glucose was unknown. While troubleshooting, the customer's mother explained that the customer was on a field trip when the incident occurred. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.